Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: visual analysis of the individual image submitted for evaluation determined that a winding former could be observed, a needle attached to the suture. In addition the ends were observed to be cut. Image is not clear to determine failure mode or reported condition. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the suture break during the procedure? Lot number? Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022. And suture was used. During the procedure, it was reported that the suture in the newly dispensed suture is shorter than the standard one when it was opened for unknown surgery. Beside, the suture has been split. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.